Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, the gall bladder was placed in the specimen bag. When tension was used, the bottom seam of the bag ripped and gall bladder fell out. The bag was removed from the trocar site. An additional specimen bag was used to remove the gall bladder. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received with the bag detached and not received. There was plastic remnant on the ring and the black shrink tubing was intact. The pull ring was not received. The plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. Since the bag was not received for analysis, the file will be concluded to be a not confirmed. Should new information become available, the file will be re-opened and reassessed at that time.